Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on anterior, striated opening on anterior, missing piece of the shell, crease flat and non-penetrating nicks. Observed 40 mm dark patch edge material inside gel device. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on anterior of broken device assessed as a surgical impact opening, for the non-penetrating nicks in the shell. Striated opening assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.